Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01365, 3006705815-2022-01366. It was reported the ipg had reached end of service. Diagnostics indicated high impedances. In turn, surgical intervention may be pending.

Manufacturer narrative:
The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time end of life was declared. The device provided therapy until it had declared end of life (eol) at which time therapy will be inhibited. The device was used mostly in program 1 tonic (64%) which had an estimated longevity of 1.5 years +/- .25-year per ¿ 90205144. The device provided 2.12 years of stimulation suggesting the device had normal battery depletion at the time of the end of life (eol) declaration. When calculating each programs energy factor and hours used, the device would have had 95% depletion at the time of eol. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.